Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: during the first firing the handle became stiff and could not be squeezed. The firing knob was retracted and the device was removed from the tissue. There was oozing and tissue damage. Using a new stapler and new cartridge the procedure was completed. The tissue was neither thick nor hard. The case was not extended by more than 30 minutes. There was anticipated tissue loss.